Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported left side "rippling." Healthcare professional additionally report left side capsular contracture baker grade iii. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation:analysis of the returned device identified: weight to spec, white particles in the shell and crease flat air voids and cloudy in the gel observed after autoclave cycle. Wrinkles are observed but have no relationship with manufacturing. Base on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported left side "rippling." Healthcare professional additionally report left side capsular contracture baker grade iii. Device was explanted.

Manufacturer narrative:
Correct reason for removal was "right side implant "is higher up than the other", bilateral rippling and exchange." A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
The device has been explanted.